Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. They were unable to verify the watchdog timeout alarm and black screen anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that the pump alarmed watchdog timeout after giving a bolus. The customer was unable to clear the alarm and was advised to remove the battery. The display did not return when they reinserted that battery. The customer was advised to leave the battery out for two hours and call back if the display does not return after reinserting the battery. The customer stated that there was a black rectangle on the screen. Blood glucose at the time of incident was 170mg/dl. The customer's blood glucose went up to 374mg/dl and they treated with a correction. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.